Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient had a right femur nonunion. Surgeon was unable to remove the end cap with the cannulated screw driver. He removed the end cap with the universal reverse cutting tool from the synthes tools. A captured screwdriver was needed to remove the end cap that is buried in the distal femur. There will be no further information made available. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implanted on unknown date (B)(6) 2012. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the patient was implanted with femoral antegrade-retrograde nail in (B)(6) 2012. On an unknown date, the patient returned complaining of pain. The surgeon returned the patient to the o.r. On (B)(6) 2013, to remove the antegrade-retrograde nail due to nonunion of the distal femur. The surgeon had difficulty removing the end cap of the nail because it kept slipping off the extraction tool. Approximately 20-30 minutes was needed to be able to remove the end cap and all of the hardware. The patient was then revised to a plate and screws to treat the nonunion. The surgeon completed the procedure with no further problem. This report is for an unknown screw. This is report 3 of 3 for complaint (B)(4).